Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, displayed a blue/ purple color and strange image. There were no reports of patient harm.

Manufacturer narrative:
The result of our investigation is consistent with the customer's description of failure: during inspection, olympus detects varying-colored images (purple/green). By disassembling the device and testing the components individually, olympus can trace the image error back to the charged coupled device (r-unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: unacceptable tension around the charged coupled device assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve.". Unacceptable tension around the charged coupled device assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the charged coupled device assembly due to using a suboptimal adhesive device.¿. Olympus will continue to monitor the field performance of this device.